Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings; during investigation, the pump passed all required testing for delivery accuracy . The battery compartment is cracked above grip. The complaint was reported on (B)(6)/2016 according. To the pump history the pump was in use until (B)(6)/2018 . Therefore pump data from time of complaint has been overwritten. The total daily dose history at end of use added up correctly with the user basal program . There was no evidence of pump malfunctions found in history or black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: date of submission 20-aug-2019. Correction: product analysis revised the result of investigation and determined that the pump black box was unavailable at the time of evaluation. An incorrect file was referenced in the original 3550a supplemental report. Device returned to MFR date: 7/9/2019.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was a flaw in the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.